Event description:
It was reported that, when the patient's device was replaced due to the end of the device life, the catheter was found to be fractured and broken at the pump site. A new catheter was implanted. No adverse affects were reported prior to the new pump and catheter placement. The medication being delivered via the device was lioresal. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.